Manufacturer narrative:
On 10/01/2024 downloaded cda logs, sent to r&d for analysis. Updated on (B)(6) 2024 could not confirm customer¿s complaint of the device powering off during infusion while connected to ac power. Plugged the device into ac power. The ac power led light illuminates when plugged in. Device powers on correctly in ac and dc power modes. Left device connected to ac power and removed the battery. Programmed the device to run a stress test on ac power. Programmed the device to run at a rate of 300 ml/hr. For a duration of 24 hours. Protocol start time (B)(6) 2024 @ 4:00 pm. Protocol stop time (B)(6) 2024 @ 4:00 pm. Device passed the protocol with line a vtbi complete. Device did not experience any shutdowns during this test. Device is functioning per design. Probable cause was not found. Reinstalled the battery and charge the battery for a minimum of 8 hours. Battery recharge start time. (B)(6) 2024 @ 2:00 pm. Updated on (B)(6) 2024. Battery recharge start time. (B)(6) 2024 @ 2:00 pm. Battery recharge stop time (B)(6) 2024 @ 11:30 pm. Performed battery operational checkout. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours on dc power only. Battery operational start time (B)(6) 2024 @ 11:50 pm. Device alarmed with low battery alarm n58 on (B)(6) 2024 @ 5:59 am total run time of 6 hours and 09 minutes. There was no log entry for depleted battery n252. Instead, the device alarmed with vtbi completed on (B)(6) 2024 @ 7:51 am with a total run time of 8 hours and 1 minute. Device was powered off by technician on (B)(6) 2024 @ 9:08 am with a total run time of 9 hours and 18 minutes. Device passed the battery operational checkout. Re-ran the battery operational checkout. Device passed the battery operational checkout with new ICU medical csb battery installed. Probable cause is the incorrect battery was installed. Non-ICU medical battery installed. Updated on 12/14/ 2024 attaching r&d analysis summary. Full r&d analysis report will be attached to twd. Engineering summarizes findings: by (B)(6), the battery moved from level 4 to level 3 in approximately 2 hours and level 3 to level 1 in approximately 7 hours and then we got a low battery alarm. After this the low battery alarm was cleared and the infusions completed normally, and we got vtbi completed on line a alarm. By (B)(6), 9:55 the device was powered off with battery level at 4 and while powering on we got battery level 0 with battery status as no battery. Later, the battery status was showing good. After this the device was powered off and not used again. Engineering evaluates that the battery drainage from level 4 to level 3 in approximately 2 hours and level 3 to level 1 in approximately 7 hours. Apart from this there was no replace battery alarm or depleted battery alarm as the device was switched to ac main in case of law battery. According to system operating manual document, the typical battery operating time with a new and fully charged battery is 7 hours when infusing at 25 ml/hr., and 4 hours at 999 ml/hr. Engineering evaluates a change in battery power from level 4 to level 0 while being connected to ac main and showed no battery, indicating that the battery is removed. Apart from this the infusions were working as expected. Engineering concludes that the customer¿s complaint about the pump shutting down while on ac could not be confirmed as the device was switched to ac main or powered off by user in the case of low battery. There was no replace battery or depleted battery and the battery moved from level 4 to 1 in more than 7 hours. However, the battery from level 4 to 0 at one instance with battery status as no battery indicating that the battery is removed at that instance. Hence recommends the service center to do the preventive maintenance tests. Apart from this, the device was working properly, and infusions were delivered as expected.

Manufacturer narrative:
Recall number z-2430-2023. The device was received for evaluation. The investigation is pending.

Event description:
The event involved a plum 360¿ infuser. The reporter stated that the device shut off while plugged in to ac. There was unknown patient involvement, but no adverse event was reported.